Manufacturer narrative:
(B)(4). The product will be evaluated by an an external contractor. Once the investigation is complete, a follow up MDR will be filed.

Event description:
It was reportde that the duo fluid cart with smoke evacuator had burning smell during surgery and it was removed from the or.

Manufacturer narrative:
This complaint has been recorded with zimmer biomet under (B)(4). Upon receipt of additional information, it has been determined that this device did not cause or contribute serious injury and has not been previously reported as a serious injury. The initial report was forwarded in error and should be voided.